Event description:
User experiencing ise control recovery issues since about (B) (6) 2009, and provided the following patient sample that gave discrepant potassium results, which occurred on (B) (6) 2009. Patient sample was drawn in a 16 x 100 sst tube. Initial result gave 4.8; repeat on a different ise module gave 3.7 mmol per l. No erroneous results were reported. Patient not adversely affected.

Manufacturer narrative:
The field service representative determined there was a salt bridge at the pipetter and cleaned the pipetter, checked sipper valves and adjusted waste nozzle. He also determined there was a problem with the reference electrode and a dirty vessel, and cleaned dilution vessel and replaced the reference electrode. The field service representative additionally found the ise drain was dirty. He cleaned the drain and performed primes and air purges. To verify analyzer performance, he ran calibration controls, ise check tests, and precision checks.